Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during laparoscopic colectomy, the nurse confirmed that the display was green after opening and closing check and the device was given to the surgeon. The jaws clamped the tissue, but the green button did not flash even it was pressed. The cartridge was re-attached and the surgical time was extended by about 10 minutes. The tissue was not thick. The power handle was continued to be used, the power shell and the cartridge were replaced with new products, and the operation was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.